Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0fkw4, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a loss or change of therapy and was completely incontinent. The patient had multiple sclerosis (ms) and fell on (B)(6) 2014 and broke their ankle. The patient had kidney failure after the surgery for their ankle in 2014. The patient was 100 percent disabled. The health care provider (hcp) was aware of the patient's condition and recommended keeping the implantable neurostimulator (ins) on to potentially help with the patient's condition, including bowel activity. The patient's friend or family member thought the implant had been working, but was unsure of when it changed to not work. They stated it was possibly after the fall, subsequent surgery, and other issues. The patient was scheduled to have a baclofen pump implanted and the patient's friend or family member tried to connect to shut it off for the surgical procedure tomorrow. They saw a poor communication screen when they tried to shut stimulation off. The incision scar from the implantable neurostimulator (ins) was gone and the patient's friend or family member wasn't sure where the ins was. The patient was in a lift chair and couldn't connect with the patient programmer. They would try tomorrow at the facility. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.